Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive an audible blood glucose alert as intended. There was no reported impact to customer's blood glucose level due to the reported issue. Reportedly, the customer declined troubleshooting with tandem technical support.